Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The device was discarded for this patient (B)(6). So, the device will be not returned.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, it was found through the monitor that the tissue pad was missing about 1 to 2 mm. The missing part could not be found inside the patient or mayo-table. Another device was used to complete the case. There were no adverse consequences for the patient. As blood and a piece of charred tissue attached to the jaw, it was difficult to check the condition of the tissue pad. The customer disposed of the device. Additional information provided: no metallic sound was heard and no error code was displayed. The nurse wiped the blade with gauze frequently during the operation. The doctor searched for the tissue pad inside the patient and checked mayo table, but the tissue pad could not be found. The doctor commented that he had activated the device without tissue present between the blade and the tissue pad.